Event description:
It was reported that plunger was not seating properly. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. No external damage was reported. The flippers was sticking up, also one of the screw mounts was cracked in the left plunger case. Error history log review found a plunger not in place alarm. The root cause of the reported issue was unable to determined. Actions were taken to mitigate the reported issue: replaced left plunger case.